Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2022-00164.

Manufacturer narrative:
Concomitant 2136417 208-22-09 - cc tibial insert pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2012, and then experienced revision surgical procedure on (B)(6) 2021, approximately 8 years and 9 months after initial implant. From revision operative report dated 24 mar 2021- post-operative diagnosis: right total knee osteolysis, aseptic loosening. The femoral component was found to be grossly loose. Bony inventory after removal of the femoral component revealed severe bone loss over the medial and lateral femoral epicondyles. The tibial component was also found to be grossly loose. No images were provided. There is no other information available.